Event description:
The manufacturer received information alleging assistance required. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, error codes related to the battery not charging, the touchscreen and power were observed in the error log. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. Evt_touchscreen_fail means the touchscreen in display failed. Evt_power_vbus_dropped means the v_bus dropped below 8.000v. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the issues related to the listed error codes. Evaluation noted that there was a problem with the display that was caused by a flex cable that got loose, but it was not noted if this was associated with the touchscreen fail. Necessary parts were replaced as if preventive maintenance was requested.